Event description:
It was reported that the physician had a feeling of resistance when pushing the plunger of the preloaded intraocular lens (iol). The physician continued to push the plunger to insert the iol, which had cracked at that time. The physician used both hands and slowly pushed the plunger. The iol was not removed and remains implanted. The patient's post-operative visual acuity did not demonstrate any influence related to the iol's crack. No patient injury was reported. The product was discarded and the serial number is unknown. No further details were provided.

Manufacturer narrative:
Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.